Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2013-11160. The patient has two scs system (one is for off-label use). It was reported, the patient was experiencing pain at the ipg site due to weight loss. The ipg had also become superficial due to the patient losing weight. As a result, the patient's doctor recommended surgical intervention to address the issue. Review of the MFR's record database revealed one of the ipgs was explanted and replaced (with a smaller/ different model). Both ipgs are being reported because it is unknown which device was explanted/ replaced and was for off-label use.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.